Event description:
On (B)(6)/2009, patient reported he saw an air bubble in the insulin cartridge after filling it. He said he pulled the cartridge out and the plunger remained on the piston rod spilling a large amount of insulin in the insulin cartridge compartment. He stated the air bubble was a large bubble. He stated the insulin was room temperature and was not cold. Was not able to troubleshoot for the air bubble because he had already pulled the cartridge out prior to the call. Patient reported he was attempting to remove the cartridge and the plunger stuck on the piston rod and insulin spilled on the inside of the cartridge. Educated on proper cartridge removal. Advised to unscrew upside down and let the cartridge fall out into his hand. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was replaced and requested return of the alleged infusion device for evaluation.